Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead exhibited an additional out of range shock impedance measurement. The plan was to continue monitoring the system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements (>125 ohms) at a device replacement procedure. Boston scientific technical services (ts) was consulted and advised that the likely source of the out-of-range measurement is the proximal coil of the right ventricular (rv) lead as the shock impedance measurements for shock vectors excluding the proximal coil were in-range. The physician programmed a single coil shocking vector (distal coil to can configuration) and defibrillation threshold (dft) testing was successful. This ICD remains in service. No adverse patient effects were reported. Additional information received indicates that the out-of-range shock impedance measurements were first noted at the device replacement procedure and that the physician visually observed what appeared to be stretching of the proximal coil on the rv lead.